Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. The user had tried rebooting the station and had tried recovery of storage space, but it did not work. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed, and the user had tried rebooting the station and recovery of storage space, but it had not worked. The field service engineer (fse) observed that the issue was not with the entire drawer, but that pockets b1 through b6 were not detected on the bus within auxiliary 7.1, released the pockets, inspected trays for debris, identified a partially seated ribbon cable on row b, corrected the alignment to the rear chassis, performed full testing, and confirmed that medications within row b were inventoried within the application. The system functioned as intended after field service engineer repaired the device.